Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion it was discovered that this right atrial (ra) lead exhibited loss of capture and pace impedance measurements greater than 3,000 ohms. It was alleged that the lead was fractured. The physician decided to use the lead for sensing in dual chamber sensing/pacing (no capture) mode. The lead was tested during the revision procedure and the impedances were greater than 3,000 ohms when tested through the pacing system analyzer (psa). This product remains in-service.